Event description:
Intermittent loss of capture on telemetry with high outputs programmed on the rv channel were reported. Patient was seen in the ER on (B)(6) 2022 due to syncope and the output was increased to 3.5v at 1.5 ms at that time. Impedance and sensing trends were unremarkable. Lead to be evaluated further and remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2023 lead was capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2023 lead was capped. Upon receipt, the lead under complaint was found cut 29 cm distal to the is-1 connector pin. The proximal and medial fragments were received for analysis. The distal fragment was not returned for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were analyzed. The insulation of the is-1 connector was found damaged 3.5 cm distal to the connector pin. The damage probably occurred during the extraction procedure when removing the lead from the header due to tensile stress. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.